Manufacturer narrative:
The reported event of premature depletion was not confirmed. A longevity calculation was performed, and battery depletion was found to be normal based on device usage. The longevity estimate observed in the field was anomalous. Cause of the anomalous estimate was not determined.

Event description:
It was reported that the device exhibited sudden battery depletion. During previous follow up, the estimated remaining longevity was 1.3 years until eri. Premature battery depletion was suspected. The device was explanted. No further information is available at this moment.